Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were noticed during in situ measurements. Reportedly, there was no trauma or accident, but the user's grandmother described the child as "very active". The user will be scheduled for imaging, further steps will be decided afterwards.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show nine channels with hi status. Two of them seem to be damaged due to undetermined reasons. A root cause for the other hi channels cannot be determined with the available information. Imaging is considered, however no further information has been received.

Event description:
Affected channels were noticed during in situ measurements. Reportedly, there was no trauma or accident, but the user's grandmother described the child as "very active".